Event description:
User reported centrifugal drive fails to rotate and emits a noise while trying to engage. There was no patient involvement and thus no patient harm.

Manufacturer narrative:
Spectrum medical considers this event to be reportable; however, the results of the investigation are still pending.

Manufacturer narrative:
Investigation concluded excess glue residue present in device, causing the malfunction. The device was cleaned and the issue was resolved.

Event description:
User reported centrifugal drive fails to rotate and emits a noise while trying to engage. There was no patient involvement and thus no patient harm.